Event description:
It was reported by a security researcher that it is possible to redirect an incoming device connection management protocol (dcmp) authentication request back to the pc unit (pcu) and directly communicate with the pcu acting as the management server. No further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.